Manufacturer narrative:
The customer complaint of texium leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "while the nurse was giving a dose of daunorubicin by IV push, the medication began leaking from the texium connector (hub) attached to the syringe. This resulted in chemotherapy being leaked out."